Manufacturer narrative:
Patient programmer: model 3037, serial # (B)(4), implanted: na, explanted: na. Lead: model 3889, lot # v182143, implanted: 2009 (B)(6), explanted: unk.

Event description:
It was reported that patient never had therapeutic effect. For the first 3 months after implant, the patient had another bladder surgery/procedure, which provided symptom control. Also, there was an overstimulation sensation when the patient increased stimulation. The patient fell and broke her hip on the same side as the implant and then broke the other hip. Reprogramming was suggested to address stimulation needs. The patient wanted the device removed. Additional information has been requested, but was not available as of the date of this report.